Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 328 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. The customer stated that prior to the event, insulin was squirting out during the manual prime. Nothing further was reported.